Event description:
During product evaluation, a large volume intermate was found to have a broken luer post. There was no patient involvement; therefore there was no patient injury, medical intervention, nor adverse event in association with this event. Additional information is not available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual examination of the device noted a broken luer post. The cause of the broken luer post was determined to be a manufacturing issue, due to stress from the shrink-wrapped packaging configuration. In order to address this issue the packaging configuration was changed. No other observations were noted on the sample.

Manufacturer narrative:
(B)(4). The exact event date is unknown. The device is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional relevant details become available. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.